Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. The patient had a 13mm long straight aortic neck and a diameter between 23.2mm (proximal) and 27.1mm (distal). It was reported that the trunk-ipsilateral leg component was deployed below the renal arteries. To gain a bit more aortic neck the physician decided to reposition the device once and advanced the device proximal. At that position the device did not open totally and did not touch the aortic wall. The physician tried several times to re-constrain the device, but was not successful. Therefore it was decided to deploy the device at that position. The device moved distal (approx. 5mm) after ballooning of the neck and a type ia endoleak was visible. Due to the movement of the device, the internal iliac artery was unintentionally covered. Afterwards an aortic extender was deployed which minimized the endoleak. The following day a control angiography was performed and the endoleak was not visible anymore. The patient tolerated the procedure.